Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet. The customer's blood glucose (bg) was 120 mg/dl. A replacement usb cable and wall adapter were sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement usb cable and wall adapter resolved the issue; however, the customer did not respond.